Event description:
About a yr ago, complainant had a dental implant placed in the upper left roof of his mouth in preparation for a crown. On or about 10/11/96, an attempt was made to put the crown on the implant. In preparation, the dentist placed a torquing device on the implant, and attempted to torque the implant to 20 newtons. While in the process of torquing, complainant heard a snapping noise, and immediately felt pain in his upper jaw at the implant site. An implant surgeon was consulted. The x-rays showed the implant had been broken away from the bone. Complainant questions the need for 20 newtons of force. The complainant also questions the calibration function of the dentist's torquing device. Complainant believes the device is a bad design because the torque is not limited until 20 n-cm is reached.